Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and cystitis interstitial ('interstitial cystitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation". In (B)(6) 2007, the patient had essure inserted. In 2012, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cystitis interstitial (seriousness criterion medically significant), coital bleeding ("bleeding all the time specifically during and after intercourse"), vaginal discharge ("rust colored discharge with foul odour"), food allergy ("food allergies"), headache ("headaches"), urticaria ("hives"), lip swelling ("swollen lip"), swollen tongue ("swollen tongue "), urinary tract infection ("uti"), arthralgia ("chronic joint pain mainly legs and hips"), abdominal distension ("bloat"), ovarian cyst ("ovarian cyst"), procedural pain ("post up recovery sore"), procedural nausea ("nauseated") and adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain") and blood urine present ("blood in urine"). The patient was treated with pentosan polysulfate sodium (elmiron) and surgery (hysterectomy). Essure was removed in 2012. At the time of the report, the medical device removal, coital bleeding, vaginal discharge, food allergy, urticaria, lip swelling, swollen tongue, urinary tract infection, arthralgia, weight increased, abdominal distension, ovarian cyst, procedural pain, procedural nausea, blood urine present and adenomyosis outcome was unknown and the cystitis interstitial had not resolved. The reporter provided no causality assessment for cystitis interstitial and medical device removal with essure. The reporter considered abdominal distension, adenomyosis, arthralgia, blood urine present, coital bleeding, food allergy, headache, lip swelling, ovarian cyst, procedural nausea, procedural pain, swollen tongue, urinary tract infection, urticaria, vaginal discharge and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: headache, food allergy, vaginal discharge, coital bleeding, urticaria, lip swelling, swollen tongue, urinary tract infection, arthralgia, weight increased, abdominal distension, ovarian cyst, procedural pain, post procedural nausea , adenomyosis. Most recent follow-up information incorporated above includes: on 20-dec-2019: the case (B)(4) (MFR# 2951250-2019-13508) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporter added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and cystitis interstitial ('interstitial cystitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation". In (B)(6) 2007, the patient had essure inserted. In 2012, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cystitis interstitial (seriousness criterion medically significant), coital bleeding ("bleeding all the time specifically during and after intercourse"), vaginal discharge ("rust colored discharge with foul odour"), food allergy ("food allergies"), headache ("headaches"), urticaria ("hives"), lip swelling ("swollen lip"), swollen tongue ("swollen tongue "), urinary tract infection ("uti"), arthralgia ("chronic joint pain mainly legs and hips"), abdominal distension ("bloat"), ovarian cyst ("ovarian cyst"), procedural pain ("post up recovery sore"), procedural nausea ("nauseated") and adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain") and blood urine present ("blood in urine"). The patient was treated with pentosan polysulfate sodium (elmiron) and surgery (hysterectomy). Essure was removed in 2012. At the time of the report, the medical device removal, coital bleeding, vaginal discharge, food allergy, urticaria, lip swelling, swollen tongue, urinary tract infection, arthralgia, weight increased, abdominal distension, ovarian cyst, procedural pain, procedural nausea, blood urine present and adenomyosis outcome was unknown and the cystitis interstitial had not resolved. The reporter provided no causality assessment for cystitis interstitial and medical device removal with essure. The reporter considered abdominal distension, adenomyosis, arthralgia, blood urine present, coital bleeding, food allergy, headache, lip swelling, ovarian cyst, procedural nausea, procedural pain, swollen tongue, urinary tract infection, urticaria, vaginal discharge and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: headache, food allergy, vaginal discharge, coital bleeding, urticaria, lip swelling, swollen tongue, urinary tract infection, arthralgia, weight increased, abdominal distension, ovarian cyst, procedural pain, post procedural nausea , adenomyosis. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: reporter information was added. New events ¿ headache, food allergy, colored discharge with foul odor, coital bleeding, hives, lip swelling, swollen tongue, urinary tract infection, chronic joint pain, weight gain, bloat, ovarian cyst, procedural pain, post procedural nausea , adenomyosis," were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and cystitis interstitial ('interstitial cystitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation". In (B)(6) 2007, the patient had essure inserted. In 2012, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cystitis interstitial (seriousness criterion medically significant), coital bleeding ("bleeding all the time specifically during and after intercourse"), vaginal discharge ("rust colored discharge with foul odour"), food allergy ("food allergies"), headache ("headaches"), urticaria ("hives"), lip swelling ("swollen lip"), swollen tongue ("swollen tongue "), urinary tract infection ("uti"), arthralgia ("chronic joint pain mainly legs and hips"), abdominal distension ("bloat"), ovarian cyst ("ovarian cyst"), procedural pain ("post up recovery sore"), procedural nausea ("nauseated"), adenomyosis ("adenomyosis"), allergy to metals ("I am allergic to nickel"), back injury ("back injury"), arthritis ("arthritis"), vertebral osteophyte ("spurs"), hereditary cerebral degeneration ("degeneration"), intervertebral disc protrusion ("bulging or herniated disc"), spinal osteoarthritis ("sacroiliac joint dysfunction") and cervix disorder ("cervical issues"), was found to have weight increased ("weight gain") and blood urine present ("blood in urine") and underwent hip arthroplasty ("right hip replacement"). The patient was treated with pentosan polysulfate sodium (elmiron) and surgery (hysterectomy). Essure was removed in 2012. At the time of the report, the medical device removal, coital bleeding, vaginal discharge, food allergy, urticaria, lip swelling, swollen tongue, urinary tract infection, arthralgia, weight increased, abdominal distension, ovarian cyst, procedural pain, procedural nausea, blood urine present, adenomyosis, allergy to metals, back injury, arthritis, vertebral osteophyte, hereditary cerebral degeneration, intervertebral disc protrusion, spinal osteoarthritis, hip arthroplasty and cervix disorder outcome was unknown and the cystitis interstitial had not resolved. The reporter provided no causality assessment for cystitis interstitial and medical device removal with essure. The reporter considered abdominal distension, adenomyosis, allergy to metals, arthralgia, arthritis, back injury, blood urine present, cervix disorder, coital bleeding, food allergy, headache, hereditary cerebral degeneration, hip arthroplasty, intervertebral disc protrusion, lip swelling, ovarian cyst, procedural nausea, procedural pain, spinal osteoarthritis, swollen tongue, urinary tract infection, urticaria, vaginal discharge, vertebral osteophyte and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: headache, food allergy, vaginal discharge, coital bleeding, urticaria, lip swelling, swollen tongue, urinary tract infection, arthralgia, weight increased, abdominal distension, ovarian cyst, procedural pain, post procedural nausea , adenomyosis. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 4, 5, 6, 7 proceeded together new event-I am allergic to nickel was added. Reporter was added. On 20-mar-2020: social media received-fu 4, 5, 6, 7 proceeded together new event back injury was added. Reporter was added. On 23-mar-2020: social media received-fu 4, 5, 6, 7 proceeded together reporter was added. No new clinical information. On 23-mar-2020: social media received-fu 4, 5, 6, 7 proceeded together new event arthritis, spurs, degeneration, bulging or herniated disc, sacroiliac joint dysfunction,right hip replacement, cervical issues were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and cystitis interstitial ('interstitial cystitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation". In (B)(6) 2007, the patient had essure inserted. In 2012, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cystitis interstitial (seriousness criterion medically significant), coital bleeding ("bleeding all the time specifically during and after intercourse"), vaginal discharge ("rust colored discharge with foul odour"), food allergy ("food allergies"), headache ("headaches"), urticaria ("hives"), lip swelling ("swollen lip"), swollen tongue ("swollen tongue "), urinary tract infection ("uti"), arthralgia ("chronic joint pain mainly legs and hips"), abdominal distension ("bloat"), ovarian cyst ("ovarian cyst"), procedural pain ("post up recovery sore"), procedural nausea ("nauseated"), adenomyosis ("adenomyosis"), allergy to metals ("I am allergic to nickel"), back injury ("back injury"), arthritis ("arthritis"), vertebral osteophyte ("spurs"), unevaluable event ("degeneration"), intervertebral disc protrusion ("bulging or herniated disc"), spinal osteoarthritis ("sacroiliac joint dysfunction"), cervix disorder ("cervical issues"), urinary incontinence ("loss of bladder control"), sneezing ("sneeze") and cough ("cough"), was found to have weight increased ("weight gain") and blood urine present ("blood in urine") and underwent hip arthroplasty ("right hip replacement"). The patient was treated with pentosan polysulfate sodium (elmiron) and surgery (hysterectomy). Essure was removed in 2012. At the time of the report, the medical device removal, coital bleeding, vaginal discharge, food allergy, urticaria, lip swelling, swollen tongue, urinary tract infection, arthralgia, weight increased, abdominal distension, ovarian cyst, procedural pain, procedural nausea, blood urine present, adenomyosis, allergy to metals, back injury, arthritis, vertebral osteophyte, unevaluable event, intervertebral disc protrusion, spinal osteoarthritis, hip arthroplasty, cervix disorder, urinary incontinence, sneezing and cough outcome was unknown and the cystitis interstitial had not resolved. The reporter provided no causality assessment for cystitis interstitial and medical device removal with essure. The reporter considered abdominal distension, adenomyosis, allergy to metals, arthralgia, arthritis, back injury, blood urine present, cervix disorder, coital bleeding, cough, food allergy, headache, hip arthroplasty, intervertebral disc protrusion, lip swelling, ovarian cyst, procedural nausea, procedural pain, sneezing, spinal osteoarthritis, swollen tongue, unevaluable event, urinary incontinence, urinary tract infection, urticaria, vaginal discharge, vertebral osteophyte and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- bladder incontinence, sneezing, cough, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") and cystitis interstitial ("interstitial cystitis") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. In 2012, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cystitis interstitial (seriousness criterion medically significant). The patient was treated with pentosan polysulfate sodium (elmiron). Essure was removed in 2012. At the time of the report, the hysterectomy outcome was unknown and the cystitis interstitial had not resolved. The reporter provided no causality assessment for cystitis interstitial and hysterectomy with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.